Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery. The customer¿s current blood glucose level was 270 mg/dl. The customer treated with the manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was not calling back to performed high pressure test. Troubleshooting was performed for under delivery. The insulin pump will not be returned for analysis.